Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a right femoral-below knee popliteal artery bypass with polytetrafluoroethylene graft, two suture breakages were reported by surgical first assistants during routine sub cutaneous wound closure treated with wet-dry dressing change. The patient was readmitted after 13 days, with pseudomonas septicemia of unknown source, graft infection. A six-week course of intravenous antibiotics was provided and followup in the clinic.